Manufacturer narrative:
Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify button/keypad anomaly due to cracked/broken off end cap. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had unresponsive buttons due to flattened (creased) all buttons dome switch during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were worn out and had to be pushed harder. Customer stated that the reservoir area was cracked, back popped off but had to be super glued back into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.